Event description:
After one of these bands had been implanted, the dr noticed it appeared cracked. He removed the band and replaced it with another one. There were no pt problems. The band was disposed of. There is no product to be returned for evaluation.